Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation. It is noteworthy that the prescribed medication administered by the physician for symptom management proved ineffective for the patient, resulting in discontinuation of use. Subsequently, the patient resorted to utilizing medication prescribed for her sister. This report is provided as part of our due diligence process.

Event description:
Customer reports rash on sides of nose. Dermatologist seen. Received antibiotic cream. The customer did not use as prescriber recommended.